Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and defect found on returned meter: defective lcd/partial characters. Test strips were returned - per internal testing protocol, product testing not required based on the product failure mode as per frm-qsr-14-30-01. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-076: mishandled by the end user. Note: manufacturer contacted customer in follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for meter not powering on when a test strip was inserted. Customer had received the meter 2 months prior, and the battery had never been changed. The customer is using the correct battery in the correct orientation for the meter. During the call the true metrix air meter did not power on using he power button or when a test strip was inserted. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.